Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14d02093, h14d15012 and h14e29069 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown, but may have been related to yeast from colon that may have migrated; this was not medically confirmed. The patient was discharged 2 days after admission. At the time of this report the patient was recovering from this peritonitis event. No additional information could be obtained.